Event description:
It was reported the power cord power prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined that the issue discovered upon delivery and was likely the result of shipping damage.

Event description:
It was reported the power cord power prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.